Manufacturer narrative:
As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Images have been provided by the physician. The imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: pre-implantation cta dated (B)(6) 2024. This patient has a 4 vessel arch. The aberrant vertebral artery falls into the proximal landing zone for a zone 2 treatment using a gore® tag® thoracic branch endoprosthesis. Proximal landing zone diameters fall into the device size used for treatment in the arch. With one pre-implantation set of imaging, cannot confirm a thoracic aortic dissection post procedure. The ascending thoracic aorta is not dissected on this pre-implantation study. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of gore® tag® thoracic branch endoprosthesis include, but are not limited to dissection, perforation, or rupture of the aortic vessel and/or surrounding vasculature. Updated investigation findings code to c19, code c21 is no longer applicable. Updated investigation conclusions code to d15 and d12, code d16 is no longer applicable.

Manufacturer narrative:
D10: relevant associated devices used with the device being reported on: gore® tag® thoracic branch endoprosthesis side branch component, tsb081206e, sn (B)(6). H3: other code and h6: code b20 - the device remains implanted therefore no product evaluation could be performed. The initial reporter has been contacted in order to receive more information on the event and patient status. Imaging have been provided by the physician. A review of patient imaging and product history records is underway. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that a gore® tag® thoracic branch endoprosthesis (tac083715e and tsb081206e) were selected to be used in a patient with a thoracic aneurysm measured 50 mm. The devices were implanted without any issues. Four days after the implant, during the CT scan just before discharge, a type a dissection proximal the tac083715e, in the ascending aorta, was seen. The patient was asymptomatic and was treated with open surgery. Both gore® tag® thoracic branch endoprosthesis devices stay implanted and an additional device (brand unknown) was sewn into the aorta. It was also reported that the side branch (tsb081206e) is not affected by the dissection.